Manufacturer narrative:
(B)(4).

Event description:
It was reported that the driver lost power; despite the green led lamp lights up. The procedure was able to be completed.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint could not be confirmed. The customer returned one ez-io driver with now physical damage observed and when the trigger was pressed, the green led light displayed. The driver was subjected to rpm evaluations with simulated load pressure, simulated sawbone insertions, and force to bog down tests. The results of these reference evaluations was that the device demonstrated sufficient power to perform medium and hard bone insertions with proper technique. Manufacturing records were reviewed with no relevant findings. Since no device deficiencies could be identified, no cause could be determined. No further action will be taken.